Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt261414: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 52mm in diameter and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure with no endoleak reported at the conclusion of the procedure. On (B)(6) 2012, follow-up computed tomography (cta) imaging determined a type ii endoleak and an aneurysm diameter of 54 mm. On (B)(6) 2016, follow-up computed tomography (cta) imaging found a persisting type ii endoleak and an aneurysm diameter of 60 mm. On (B)(6) 2016, the type ii endoleak was embolized. On (B)(6) 2016, the patient expired due to respiratory failure.